Manufacturer narrative:
Product in complaint was returned to zoll on 04/02/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during training, a mannequin was placed onto the autopulse platform on the floor. The customer reported that there were no obstructions of the device vents. The platform performed compressions for an unspecified amount of time and then stopped and displayed a user advisory 41 (patient temperature sensor failure) message. There were no reports of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and no damages were observed. The platform was tested with a test mannequin for 25 minutes and a large resuscitation test fixture for an additional 15 minutes, and no faults were exhibited. The reported user advisory 41 could not be duplicated. The platform performed as intended during functional testing. A review of the archive was performed and no user advisories or warnings were observed on the reported event date of (B)(6) 2015. The archive shows that no user advisory 41 codes occurred and no compressions were performed with this platform. Based on the investigation, no parts were identified for replacement. In summary, the reported complaint could not be confirmed during functional testing or through review of the archive data. The platform performed as intended during functional evaluation. There were no mechanical issues identified with the platform that could have contributed to the reported ua 41. Following service, the device passed all testing criteria.